Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated axillary puff/under arm with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b3 b5 d1 d10 g1 h3.

Event description:
Patient was treated on (B)(6) 2021 with a cooladvantage system applicator.